Event description:
A (B)(4) old female pt contacted zoll lifecor customer support to report that when she woke up her system was dead. She reported that she had inserted a charged battery from the battery charger the night before. The pt was provided with a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery(B)(4) has been completed. The reported problem (won't hold charge) has been confirmed. As received, the battery was found to have a poorly soldered thermistor. The thermistor was not soldered correctly to the pad on the battery board pca. This prevented the battery from properly charging on the battery charger. The root cause of the poor solder connection cannot be positively identified but was likely an assembly error. No adverse event resulted from the poor solder connection. The pt received a replacement battery pack.